Manufacturer narrative:
The complainant was unable to provide the product number or lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. Procedure date was in 2009. According to the complainant, following the procedure, the patient experienced amenorrhea for six months and then her bleeding returned. Clinical follow up revealed that there was fluid leaking from the cervix in the middle of the procedure. There was a fluid loss alarm error message which indicated a fluid loss at a 10 cc per minute rate. A tenaculum stabilizer was used. The patient experienced a third degree burn as the entire cervix was burned. The top layer of the cervix was peeled as well. There were no further complications reported with this event and the patient's condition is reported to be "fine". The patient is currently taking the medication lupron depot.